Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A78088). Additional non-serious events are detailed below. The patient had a medical history of cervix cerclage procedure in 2005, celiac disease (gastroscopy)) in 2002, tocolysis (tocolysis with salbutamol (to avoid premature delivery)) and vaginal mycosis in 1998, spontaneous abortion (trisomy 15 : lethal in utero) and uterine abrasion (due to spontaneous abortion (trisomy 15 : lethal in utero)) in 1997, vaginal delivery (vaginal delivery (B)(6)1998 with preterm birth, on (B)(6) 2006) in 1996, uterine abrasion (due to spontaneous abortion) and spontaneous abortion (curettage) in 1995, cholesteatoma (1989, 1990, 1992, 1995, 2005) in 1988, viral hepatitis a in 1980 and nonsmoker, varicose vein, dysmenorrhea, deafness, tympanoplasty (deafness), ear, nose and throat disorder and multi gravida. Previously administered products included: tetralysal [tetracycline], effacne, differine, delipoderm and pyostacine for acne, adepal for contraceptive, calcium carbonate for deficiency in calcium, speciafoldine for deficiency in folate, fumafer for iron deficiency anaemia, monuril for urinary infection and salbutamol, trinordiol and minidril. Past adverse reactions to the above products included: catamenial migraine with trinordiol. The patient had a family history of type 1 diabetes mellitus (mother), adrenal insufficiency (mother) and ulcerative colitis (mother). On (B)(6 )2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("mesntrual difficulties"), headache ("headache"), abdominal pain lower ("intense pain in low belly"), ear infection ("otitis in left ear"), palpitations ("palpitations"), abdominal distension ("swollen belly"), fatigue ("intense fatigue - no more energy"), oedema ("oedema"), dyspnoea ("dyspnea"), dizziness ("dizziness"), cystitis ("cystitis") and menometrorrhagia ("menometrorrhagia") and was found to have weight decreased ("weight loss of 8-10 kg"). The patient was treated with surgery (essure removed by bilateral salpingectomy on (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, dizziness, dyspnoea, ear infection, fatigue, headache, menometrorrhagia, menstrual disorder, oedema, palpitations, pelvic pain and weight decreased to be related to essure administration. The reporter commented: the patient stopped working in 2006. Essure insertion without difficulty (appropriate number of intrauterine coils). During the following months the patient experienced events (see table above), related to essure, according to the patient. Essure removed by bilateral salpingectomy (no malignancy), followed by the persistence of some symptoms. On (B)(6)2018 lain abdomen x- ray aftersalpingectomy was normal. Weight in 2019 36 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.068 kg/sqm. [Mammogram] on (B)(6) 2013: normal. [Smear test] on (B)(6) 2023: normal. [Weight] in 2013: 47 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A78088). Additional non-serious events are detailed below. The patient had a medical history of cervix cerclage procedure in 2005, celiac disease (gastroscopy)) in 2002, tocolysis (tocolysis with salbutamol (to avoid premature delivery)) and vaginal mycosis in 1998, spontaneous abortion (trisomy 15 : lethal in utero) and uterine abrasion (due to spontaneous abortion (trisomy 15 : lethal in utero)) in 1997, multigravida (vaginal delivery (B)(6) 1998 withpreterm birth, on (B)(6) 2006) in 1996, uterine abrasion (due to spontaneous abortion) and spontaneous abortion (curettage) in 1995, cholesteatoma (1989, 1990, 1992, 1995, 2005) in 1988, viral hepatitis a in 1980 and nonsmoker, varicose vein, dysmenorrhea, deafness, tympanoplasty (deafness), ear, nose and throat disorder and multi gravida. Previously administered products included: tetralysal [tetracycline], effacne, differine, delipoderm and pyostacine for acne, adepal for contraceptive, calcium carbonate for deficiency in calcium, speciafoldine for deficiency in folate, fumafer for iron deficiency anaemia, monuril for urinary infection and salbutamol, trinordiol and minidril. Past adverse reactions to the above products included: catamenial migraine with trinordiol. The patient had a family history of type 1 diabetes mellitus (mother), adrenal insufficiency (mother) and ulcerative colitis (mother). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("mesntrual dificulties"), headache ("headache"), abdominal pain lower ("intense pain in low belly"), ear infection ("otitis in left ear"), palpitations ("palpitations"), abdominal distension ("swollen belly"), fatigue ("intense fatigue - no more energy"), oedema ("oedema"), dyspnoea ("dyspnea"), dizziness ("dizziness"), cystitis ("cystitis") and menometrorrhagia ("menometrorrhagia") and was found to have weight decreased ("weight loss of 8-10 kg"). The patient was treated with surgery (essure removed by bilateral salpingectomy on (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, dizziness, dyspnoea, ear infection, fatigue, headache, menometrorrhagia, menstrual disorder, oedema, palpitations, pelvic pain and weight decreased to be related to essure administration. The reporter commented: the patient stopped working in 2006. Essure insertion without difficulty (appropriate number of intrauterine coils). During the following months the patient experienced events (see table above), related to essure, according to the patient. Essure removed by bilateral salpingectomy (no malignancy), followed by the persistence of some symptoms. On (B)(6) 2018 lain abdomen x- ray aftersalpingectomy was normal. Weight in 2019 36 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.068 kg/sqm. [Mammogram] on (B)(6) 2013: normal [smear test] on (B)(6) 2023: normal [weight] in 2013: 47 kg batch no a78088 production date 12-2012 expiration date 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.